Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "indications, survivorship, and clinical outcomes of a rotating hinge total knee and distal femoral arthroplasty system" written by harman chaudhry, md, msc, frcsc, steven j. Macdonald, md, med, frcsc, james l. Howard, md, frcsc, brent a. Lanting, md, frcsc, richard w. Mccalden, md, mphil (edin), frcsc, douglas d. Naudie, md, frcsc, and edward m. Vasarhelyi, md, msc, frcsc published by the journal of arthroplasty made available online 19 december 2019. The article's purpose was to review clinical outcomes in patients receiving implantation of depuy rotating hinge total knee or depuy distal femoral arthroplasty system (dfa). Data was compiled from 76 cases (39 rotating hinge tkrs and 37 dfas). The rotating hinge group were implanted with srom noiles knee system and the dfa group were implanted with limb preservation system (lps). Both groups utilized the mbt tibial system. Cement manufacturer not identified and patellar resurfacing was not discussed. Original implants were not identified for cases where implants were utilized in revision surgeries. Figure 1 provides radiographic image of a rotating hinge tkr performed. Figure 2 provides radiographic image of a dfa performed. Depuy products for srom noiles: femoral stem, femoral sleeve, femoral component, hinge pin, tibial insert. Depuy products for lps: femoral stem, femoral sleeve, femoral component, hinge pin, tibial insert, depuy products mbt: rp tibial tray, tibial sleeve, tibial stem. Srom adverse events: deep prosthetic joint infection (treated by revision), knee instability with patellar tendon rupture (treated by revision). Lps group adverse events: deep prosthetic joint infection (treated by revision), aseptic loosening (treated by revision - no further information available), periprosthetic fracture only (treated by revision - no further information available).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: h8.